Manufacturer narrative:
According to the customer, on (B)(6) 2025 despite changing the filter, the nebulizer did not produce enough "air" to "push out the medication". The customer reported that she is prescribed "ipratropium-bromide and albuterol-sulfate four times daily" for her "asthma and allergies". The customer reported that since the product stopped working, she has been without her "ipratropium bromide" for "3 days" and has been administering her "albuterol rescue inhaler" more often. The customer reported due to the issue; her breathing is becoming "difficult". The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 despite changing the filter, the nebulizer did not produce enough "air" to "push out the medication".